Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that the right ventricular thresholds increased from 1.4v to 1.7v and the physician felt this could be a myocardial tip issue.

Event description:
--

Manufacturer narrative:
(B)(4). Subsequent information was received three years after the initial observations were reported that this system was still exhibiting out of range pacing impedance measurements. Additionally, noise was noted during isometrics which resulted in mode switching. The caller discussed with the physician that an x-ray could be performed. The physician will need to decide on the course of action. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was subsequently explanted for an unrelated issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on the right atrial lead. There was inquiry as to the measurements being visible on latitude. Technical services discussed timing of data capture. There was further inquiry as to why there were no right ventricular impedance measurements. It was discovered that the lead impedance measurements for this lead were programmed off. The last in office measurement noted that the right ventricular impedances had measured greater than 2000 ohms and could be the reason the daily measurements were programmed off. No adverse patient effects were reported. Both leads are non-boston scientific leads.